Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2014; inratio inr: 1.3, 4.3 and 2.3. Therapeutic range: 2.5 - 3.5. All testing performed within two (2) hours. Reportedly, improper techniques were performed; the finger was "milked" after the finger stick, inability to obtain sufficient blood sample and multiple drops of blood was added to the sample well. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. Improper techniques were identified in the complaint. These cannot be ruled out as a possible root cause for the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.